Event description:
Customer reportedly received results of 511 mg/dl and 107 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms reported with these results. Paramedics arrived, and customer's result on their meter within 10 minutes of the back to back comparisons was 26 mg/dl. Treated with juice and food; able to consume on own. Still felt low after paramedics left, and drove herself to the hospital. Reports result of 204 mg/dl taken on the advantage system, and result of 108 mg/dl taken on professional's device. Unknown if she received additional treatment. Requested return of suspect device and replacement was sent.